Event description:
It was reported that the patient with this pacemaker developed a hematoma associated with the device replacement. This device was surgically explanted, replaced with the same model, and will not be returned due to contamination. No additional adverse patient effects were reported. Additional information indicates that the infection occurred during the use of boston scientific products.

Event description:
It was reported that the patient with this pacemaker developed a hematoma associated with the device replacement. This device was surgically explanted, replaced with the same model, and will not be returned due to contamination. No additional adverse patient effects were reported.